Event description:
The customer reported via phone call that she was having issues with her sensor and blood glucose readings. The incorrect readings lead to calibration error and change sensor alerts. Her sensor glucose reading was 100 mg/dl but her blood glucose level was 30 mg/dl. She treated her low blood glucose level with food. Inserting the sensor above her waist was painful. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-17347 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.